Event description:
Customer allegedly had "purchased test strips and when she opened them she kept getting an error symbol. She purchased a new meter and issue continued." Both strips had the same lot number.